Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported device failed to charge its internal battery. The pneumatic block was replaced to address failure to calibrate. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. During resmed evaluation, the pneumatic block did not calibrate. There was no patient harm or serious injury reported as a result of this incident.